Event description:
It was reported that the patient implanted with this pacemaker was admitted to noble's hospital after multiple dizzy spells and collapses. The patient was seen the previous week in device clinic where the patient reported having felt a slow pulse of 30 beats per minute (bpm). No explanation at the time could be found, and the device output was programmed to trend 2.5v rather than leaving it on auto. While hospitalized, device data was sent to technical services (ts) for review. Ts confirmed there seemed to be pacing spikes that were not followed by a contraction in the right ventricular (rv) which is most likely lead to the dizzy spells. The potential reason for the reported gaps in pacing includes noise oversensing, atrial rhythm oversensing, electromagnetic interference (emi), or pacing delivered at an output below the pacing threshold. As there is a high possibility of a rv lead integrity issue, thorough rv lead troubleshooting and possible lead replacement were recommended. Of note, the rv lead is a non-boston scientific product. A ts consultant also noted that looking at all device diagnostics the pacemaker itself seemed to be working normally. The patient was later transferred to liverpool heart and chest hospital where physiologists attempted to recreate any noise/inhibition with aggressive maneuvers. All testing was uneventful. X-ray imaging of the rv lead was unremarkable. From 14 nov until 24 nov there was an increase in high-rate sensing noted in the rate bins. This, along with a signal artifact monitor (sam) episode and a lack of pacing when expected, even at a further increased output 6.0v@1.0ms resulting in a period of asystole (whilst the patient was still in nobles hospital), led the health care professional (hcp) to believe it was an intermittent noise issue with the lead. In light of the pacing inhibition and also increased high rate sensing counters over the last two weeks the health care professional (hcp) elected to replace the rv lead. The abandoned lead remains in situ as the risk/benefit ratio of removal was weighed. The hcp also elected to replace the device and requested laboratory analysis to confirm normal function. No additional adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. In conclusion, analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this pacemaker was admitted to noble's hospital after multiple dizzy spells and collapses. The patient was seen the previous week in device clinic where the patient reported having felt a slow pulse of 30 beats per minute (bpm). No explanation at the time could be found, and the device output was programmed to trend 2.5v rather than leaving it on auto. While hospitalized, device data was sent to technical services (ts) for review. Ts confirmed there seemed to be pacing spikes that were not followed by a contraction in the right ventricular (rv) which is most likely lead to the dizzy spells. The potential reason for the reported gaps in pacing includes noise oversensing, atrial rhythm oversensing, electromagnetic interference (emi), or pacing delivered at an output below the pacing threshold. As there is a high possibility of a rv lead integrity issue, thorough rv lead troubleshooting and possible lead replacement were recommended. Of note, the rv lead is a non-boston scientific product. A ts consultant also noted that looking at all device diagnostics the pacemaker itself seemed to be working normally. The patient was later transferred to liverpool heart and chest hospital where physiologists attempted to recreate any noise/inhibition with aggressive maneuvers. All testing was uneventful. X-ray imaging of the rv lead was unremarkable. From 14 nov until 24 nov there was an increase in high-rate sensing noted in the rate bins. This, along with a signal artifact monitor (sam) episode and a lack of pacing when expected, even at a further increased output 6.0v@1.0ms resulting in a period of asystole (whilst the patient was still in nobles hospital), led the health care professional (hcp) to believe it was an intermittent noise issue with the lead. In light of the pacing inhibition and also increased high-rate sensing counters over the last two weeks the health care professional (hcp) elected to replace the rv lead. The abandoned lead remains in situ as the risk/benefit ratio of removal was weighed. The hcp also elected to replace the device and requested laboratory analysis to confirm normal function. No additional adverse patient effects were reported.